Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the right atrial leadless pacemaker (alp) helix sprung. It was noted that the physician was recovering the alp with the protective sleeve and that there may have been an interaction with the tricuspid valve that caused the helix to snag and then spring. The sprung helix was confirmed via fluoroscopy and out of the body. The alp was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
Reported event of stretched helix was confirmed. Visual inspection noted the outer helix was stretched out of specification and no anomaly was noted on the inner helix. The outer helix elongation is consistent with having occurred during procedure. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.